Event description:
It was reported the aspiration needle penetrated and perforated the sheath. The issue occurred during a diagnostic procedure (endobronchial ultrasound-guided transbronchial needle aspiration), which was completed with a similar device. There was no patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.